Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator displayed an error message. Device was re-interrogated and after a device software download, normal device function resumed. The patient would be monitored.